Manufacturer narrative:
The insert, used in treatment, was returned and evaluated. The patella, used in treatment, was not returned for evaluation; therefore the failure mode could not be confirmed. A visual inspection of the returned device could not confirm the stated failure mode. The device had signs of damage from implantation. The device was manufactured in 2016 and exhibits signs of extensive wear. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-assessed. A dimensional inspection was attempted but the device was too damaged from implantation to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include improper fit/sizing or laxity changes in the joint. Based on this investigation, the need for corrective action is not indicated. Should the patella or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during surgery the surgeon stated that the insert swapped out in conjunction with the patella component swap. There was no delay nor injury reported. A smith and nephew backup was used.